Event description:
The site attempted performing a 'decubitis' examination on their patient. This examination involved the patient being positioned on his side at the edge of the system table whereby the detector assembly is positioned within two inches of the table edge. The patient apparently was leaning on the detector assembly for support (the detector is not attached or bolted to the table) when the patient's weight (near 300 lbs) caused the table to move opposite the detector assembly. This resulted in the patient falling between the gap of the table and detector. The patient fell about 2 feet to floor. The patient landed on his abdomen. He complained of wrist pain after the fall. The wrist was examined and there was no fracture. The patient was in for an abdominal exam and after the fall there was no change in abdomen. No treatment was given to the patient for this fall.

Manufacturer narrative:
H6 eval - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.